Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined two width plate screws were missing. The screws were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent in for preventative maintenance only. No event date available. Investigation found width plate screws missing. No adverse event was reported as a result of this malfunction.